Manufacturer narrative:
(B)(4). The complaint rt020 expiratory end filters were not returned to fisher & paykel healthcare for investigation. An attempt was also made to obtain additional information about the reported fault but no response was received from the medical center. Without the subject rt020 filters or additional information from the medical center, we were unable to determine if they had a malfunction that could have caused or contributed to the reported event, or identify the root cause of the reported fault. Our user instructions illustrate in pictorial format the correct set-up and proper use of the rt020 expiratory end filter. It also state "change every 24 hours or sooner if noticeable deterioration occurs, following standard hospital procedure".

Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that four rt020 expiratory end filters failed the ventilator leak test. This was observed before patient use.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the medical center to determine if the complaint rt020 expiratory end filters caused or contributed to the reported event. We are also attempting to obtain the subject complaint devices for further investigation. We will provide a follow up report once we have completed our evaluation.

Event description:
A medical center in albuquerque, new mexico reported to a fisher & paykel healthcare (fph) field representative that four rt020 expiratory end filters failed the ventilator leak test. This was observed before patient use.